Event description:
It was reported that the home health agency had to make a home visit to patient on an "urgent basis" due to the patient "having a crisis". The home health agency adjusted the dosage of the pump. The reporter was unsure if the patient was having problems related to the pump and stated that it may have been more of a "dosage issue". Specific patient symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).